Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient 3 infusion set tubing were detached from connector. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR device 1 of 3.